Event description:
Received a report of a house fire investigated by (B)(6) fire brigade. The report speculates that the lift chair may have been involved. The user passed away during the house fire.

Event description:
Received a report of a house fire investigated by the (B)(6) fire brigade. The report speculates that the lift chair may have been involved. The user passed away during the house fire.

Manufacturer narrative:
Device eval anticipated, but not yet begun. A f/u report will be submitted upon completion of investigation.

Manufacturer narrative:
The coroner inquest result was determined to be accidental death. The chair was determined not to be the cause of the incident. Device not received for evaluation.